Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet. The investigation is currently in process. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported that the top of the broach handle fractured off during impaction. The procedure was completed using another broach handle. There was no patient harm as a result of the malfunction. There is no further information available at the time of this report.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
(B)(4) this follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h10, h11. H6 component code: additional code added. D4: UDI is not applicable; the device was manufactured prior to di publish date. Visual examination of the returned product identified the strike plate fractured from the handle body at the weld. There were indentations on the top and bottom sides of the strike plate. There were also indentations along the handle body. The broach connection end had nicks and scratches. No other damage was noted during visual evaluation. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. The complaint is confirmed based on the returned product evaluation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.